Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient underwent pump exchange due to persistent driveline infection. Ten days after discharged, he returned to the operating room for abdominal flap closure at the former driveline exit site. During the procedure an incisional hernia was noted at the former driveline site. The surgeon pushed the herniated bowel back into the abdominal cavity and then closed the fascia. There were no complications from the surgical intervention. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection/tissue errosion/tissue damage are known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that on (B)(6) 2012 the patient underwent pump exchange due to persistent driveline infection. On (B)(6) 2012 he returned to the operating room for abdominal flap closure at the former driveline exit site. During the procedure an incisional hernia was noted at the former driveline site. The surgeon pushed the herniated bowel back into the abdominal cavity and then closed the fascia. There were no complications from the surgical intervention. The device was not returned to the manufacturer. No additional information available.